Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a graftogram, the graft was accessed with the micropuncture. The angiogram was performed. Upon removal, a purse string suture was applied. When an attempt was made to remove the catheter, it broke off at the skin. An attempt was made to retrieve the tip of the catheter, but it traveled into the patient's arm. The patient had to go to the operating room for an additional procedure to remove the tip. The tip was removed successfully. According to the initial reporter, the complainant has not reported any adverse effects on the patient due to this occurrence, nor have they reported that the product caused or contributed to any adverse effects.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used micropuncture transitionless stiffened cannula access set was returned for investigation. Only the outer catheter was returned for investigation. The outer catheter is separated and only the proximal segment was returned. The distal end of the returned section is jagged. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. There is no information regarding patient anatomy that may have contributed to the device separation. Further, no information regarding the preparation or handling of the device that may have contributed to the device separation. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.